Manufacturer narrative:
The insulin pump passed the displacement test and the self test. No battery out limit alarms noted. The device had intermittent button response noted due to corroded keypad traces. The insulin pump had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.